Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. There was no rotawire stuck in the device or returned with the device for analysis. Microscopic examination of the device revealed that the annulus was damaged flared and not rounded. The damage to the annulus is consistent with damage caused by contact with the rotawire during rotation. The rotawire used in the procedure was not returned for analysis, so functional testing was performed with a test rotawire. The wire was not able to be inserted into the annulus of the burr due to the damage. Product analysis did not confirm the reported event. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12005. It was further reported that the target lesion was located in the calcified left main, ostial left anterior descending artery, and left circumflex artery. During the preliminary setup of the 1.50mm rotalink¿ plus, the physician did a trial rpm and found the wire became stuck in the burr and was unable to pull out the wire. This happened prior to introducing the device into the patient, while checking the air pressure and burr speed. The whole system was discarded and the procedure was completed using another of the same rotalink and rotawire.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12005. It was reported that the rotawire melted with the burr. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. It was noted that the rotawire melted with the burr. No patient complications were reported.